Manufacturer narrative:
As reported, during a procedure, the 3dmax light mesh was found to be torn when opened from packaging. A new light 3dmax mesh was used to complete the procedure. The physical sample is not being returned for evaluation; however, photos were provided. Evaluation of the photos confirmed there is a tear/rip present at the top of the mesh. The tear/rip starts in the edge seal and continues into the mesh. The mesh is contaminated as expected from attempted use. The images provided confirm the reported event, however do not assist in determining root cause. Based on the information available and without having the sample to evaluate, a definitive root cause could not be determined. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure using a 3dmax light mesh, the surgeon observed a tear in the mesh upon opening the package. The procedure was completed using another 3dmax light mesh. There was no patient harm or injury.